Manufacturer narrative:
(B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome serial number (B)(6) as documented in the repair reports in livelink. On (B)(6) 2019, it was reported that the dermatome failed during the surgery, the sample was chopped. The patient has been correctly grafted because the two third of sample were good but the device made an unusual noise. The customer returned an electric dermatome device, serial number (B)(6), for evaluation. Product review of the electric dermatome by flextronics on (B)(6) 2019 revealed that the needle bearing was defective. The calibration was out of specifications at the zero setting only. The motor did not function and the control bar was in the correct position. The cable was damaged and there were screws missing. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by flextronics on (B)(6) 2019 which included replacement of the screws, plug harness assembly, motor, external e-ring, and needle bearing. Electric dermatome, serial number (B)(6) was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the electric dermatome was malfunctioning due to a damaged motor and needle bearing, it cannot be determined from the information provided which of those two components was causing the device to malfunction. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after both components were replaced, however, as well as the screws, plug harness assembly, and external e-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Foreign -(B)(6).

Event description:
The dermatome failed during the surgery, the sample was chopped. The patient has been correctly grafted because the two third of sample were good but the device made an unusual noise. There was minimal delay of 15 minutes. Additional graft was not required. No adverse events were reported as a result of this malfunction.